Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side "tissue expander rupture" the device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening striated on radius side assessed as surgical damage.

Event description:
Healthcare professional reported a right side "tissue expander rupture." Device was implanted for longer than six months. The device has been explanted.